Event description:
Reporter alleged blood glucose monitoring device is reading inaccurately. Reporter stated for the past two weeks obtaining erratic glucose results for pt from 59 mg/dl to hi. Reporter stated due to the hi results, pt was taken to the emergency room (ER) around 6 pm where ER device results were normal (80-100 mg/dl). Reporter indicated the last three values in the device memory were 488, 59 & 81 mg/dl. Reporter stated no treatment was provided to the pt. A request was made for the return of the suspect device and replacement product was sent.